Event description:
It was reported that during a spine surgery, the surgeon accidentally cut the patient's catheter. It was later reported that the surgeon had been in contact with the patient's managing physician and they were managing the situation. It was later reported on 2011-(B)(6), that the patient was scheduled for an appointment in the next couple of weeks and it would be then decided whether they would continue his pump therapy or have it explanted. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8703w, lot# l78427, implanted: unk, explanted: unk.

Event description:
Additional information later noted that the patient had been slowly weaned off the pump. A follow-up report will be sent if additional information becomes available.